Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected pump error 43, motor errors, or prime, rewind anomalies were noted during testing. On the other hand, per visual inspection found traces of corrosion on the home motor switch due to insulin leaking into the unit.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated they were able to clear the alarm and they were unable to rewind insulin pump. Customer was performed displacement test and it was failed. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.